Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose as well as low blood glucose value. The customer¿s high blood glucose level was over 400 mg/dl and low blood glucose value was 20 mg/dl. The customer¿s current blood glucose was 170 mg/dl. The customer did not provide details regarding symptoms of high and low blood glucose. The customer treated high blood glucose with insulin pump and low blood glucose with food. The customer was in auto mode. Customer declined to check for the presence of leaks or air bubbles in the tubing or reservoir. Customer does not allege pump was over delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08650 inches.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2018.